Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose values versus the blood glucose values were off by nearly 150 point. Customer also stated that they experience high blood glucose readings in the morning. Customer declined to speak with helpline. No further information reported.